Event description:
The initial reporter alleged a possible false positive result with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module. On (B)(6) 2025, the sample in question was tested using the hbsag assay and yielded a result of 185 coi. A repeat test on the same sample also yielded 185 coi. Additional testing on the same sample included anti-hbc, which resulted in 0.01 coi. No confirmatory hbsag testing was performed. The same sample was sent to an external laboratory (cerba lab) and tested using the elecsys hbsag ii quant ii assay on a roche analyzer. No confirmatory hbsag testing was performed at this site either.

Manufacturer narrative:
The analysis was performed on a cobas e 801 module (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of quality control data confirmed that precicontrol hbsag results were within the specified range, and calibration signals were inconspicuous. The customer did not perform confirmatory testing as recommended in the assay's method sheet. False positive results can occur, as noted in the specificity claim of the method sheet. A definitive root cause for the reported event could not be determined based on the available information.